Event description:
The event was reported by a customer from USA: "patient had an air in line error and he primed the device while the device was connected. When the device was priming the device delivered at a faster rate. Patient stated that he felt strange for a while but was feeling ok now and the device appears to be working fine. Delay in therapy: no. Need for medical intervention: no. Serious injury or death: no. Human harm: no."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.